Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, surgeon fired the stapler and the staple line was not completed to b shape. The surgeon continued with suturing. The surgery was delayed by 30-minutes. There were no patient consequences. No additional information is available at this time.